Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation], brush head suddenly flew off during brushing [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that for the second time, she'd had problems with oral-b flexisoft brushheads. She described that her brush was far from worn and the brush head suddenly flew off during brushing with an oral-b rechargeable toothbrush, version unknown; she almost choked on it. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 29-jan-2018 received consumer's follow-up e-mail: the consumer reported that the last time she had contacted was a year ago. She elaborated that in this pack of 5 brushes, this was the first one with which she had this problem. She still had the brush head that broke, and explained that there was a new one on her toothbrush and another one in the packaging. No further information was provided.

Manufacturer narrative:
4-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 23-apr-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]. Brush head suddenly flew off during brushing / broken [device breakage]. Product counterfeit [product counterfeit]. A female consumer of unspecified age reported spontaneously via e-mail on 28-jan-2018 that for the second time, she'd had problems with oral-b flexisoft brushheads. She described that her brush was far from worn and the brush head suddenly flew off during brushing with an oral-b rechargeable toothbrush, version unknown; she almost choked on it. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. 29-jan-2018 received consumer's follow-up e-mail: the consumer reported that the last time she had contacted was a year ago. She elaborated that in this pack of 5 brushes, this was the first one with which she had this problem. She still had the brush head that broke, and explained that there was a new one on her toothbrush and another one in the packaging. No further information was provided.